Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the patient receiving less medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified IV solution, at a rate of 125ml/hr, and the delivery was started. No further programming parameters were provided. The customer contact reported after an unspecified length of time, the pump was noted to be "running at 5-10ml/hr." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information.